Manufacturer narrative:
(B)(4). Event date: the date of the event onset was reported as an unknown date (B)(6) 2015. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was initially reported to be due infected tubes; however, as no specific product allegation was made the cause was assessed as unknown. It was not reported if the patient was admitted to the hospital. Treatment details were not reported. Pd therapy was discontinued in the same month of the event onset, pd therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient had not recovered. No additional information is available.